Event description:
Redsense sensor and monitor applied to pt for "not in direct line of sight" hemodialysis treatment. Treatment proceeded for three hours without problems then hemodialysis machine alarmed. When staff entered room, pt's needle had dislodged and bleeding from access site was occurring rapidly. Redsense monitor did not alarm -no audible tones- but all lights on monitor were illuminated.